Event description:
It was reported that the customer experienced a low blood glucose (bg) level, however specific bg value was not provide. Reportedly, the customer lost consciousness and fell. Due to their fall customer sustained a laceration under their right eye. The customer went to the emergency room (ER) the following morning on (B)(6) 2026. Customer was administered pain medication and for their ¿wounded eye¿ and intravenous fluids of saline. The customer reported that they were discharged from the ER a few hours later. Reportedly, the customer was scheduled for surgery to address the eye laceration. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.